Manufacturer narrative:
Concomitant medical products: 200sh18, valve, (B)(6) 2018. W1dr01, (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that variable thresholds were noted on the epicardial (right ventricular (rv)) lead. A sudden drop in battery longevity was also noted on the implantable pulse generator (ipg). The lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead capture management was turned off and output was decreased.